Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the devices' end tidal co2 was not working. No report of pt involvement.